Event description:
On (B)(6) 2017 craniectomy and debridement of depressed skull fractures and hematoma and attempt at intracranial pressure monitor placement x 2 (failed device) and duraplasty. The following day the codman icp monitoring catheter was placed. No harm and injury just delay in monitoring.